Manufacturer narrative:
Citation: spiotta am, james rf, lowe sr, et al. "Balloon-augmented onyx embolization of cerebral arteriovenous malformations using a dual-lumen balloon: a muticenter experience. J neurointervent surg 2015;7:721¿727. The device will not be returned as it was consumed in the patient. Based on the reported information there was not any device issue during the use. The event occurred in the patient post procedure and cause was unknown. In addition, intracranial hemorrhage and neurological deficit are known inherent risk of the intracranial embolization procedure as in documented in the onyx IFU. Information received from the same report as MFR:2029214-2016-00664.

Event description:
Medtronic received information through review of literature that a patient suffered a parenchymal hemorrhage post onyx embolization. It was noted that the patient presented as an outpatient for an incidental finding of an arteriovenous malformation (avm) in the left posterior temporal-parietal region found on CT as part of an investigation for a traumatic concussion with resolution of symptoms. Digital subtraction angiography (dsa) revealed a 2.9 cm maximal diameter spetzler-martin grade iii avm. The patient had balloon-augmented onyx embolization of the nidus via a left mca feeding artery with a reduction in nidal filling of 70-89%. Total fluoroscopic time was 25 min. There were no procedure-related difficulties or complications. Surgical resection was planned for the following day and the patient was taken to recovery with orders for systolic blood pressure (sbp) goals 90-110 mm hg. The immediate post-embolization neurological examination showed the patient was non-focal without aphasia or motor weakness. Despite a nicardipine infusion, the patient's blood pressure was not optimally controlled while in recovery with sbp reaching as high as 160 mm hg. Approximately 2 h after completion of the procedure the patient suffered a sudden onset of severe headache, nausea, vomiting, and her neurological examination rapidly deteriorated with worsening global aphasia and decreased level of consciousness. 20 mg of protamine sulfate was administered intravenously and an emergency head CT revealed a parenchymal hemorrhage. The patient was taken as an emergency to the operating room for evacuation of the hemorrhage and resection of the avm. There were no intraoperative difficulties and digital subtraction angiography (dsa) 8 days later showed complete resection of the avm. One-year follow-up showed that the patient had improved to a modified rankin scale (mrs) score of 1 with only mild difficulty with word finding during emotional excitement or stress with otherwise fluent speech. The hemorrhagic complication was not attributed to the balloon catheter device or the balloon-augmented technique but rather to poor post-embolization blood pressure control and retrospective recognition of partial embolization of the draining vein.